Event description:
It was reported that while reducing a hip, uncemented polar stem was found loosened and came out very easily. So surgeon used next size.

Manufacturer narrative:
Results of investigation: it was reported while reducing a hip, a polarstem stem std ti/ha 0 non-cem was found loosened and came out very easily, so surgeon used next size. The stem was sent back and a visual inspection was performed: the stem shows no significant signs of damages. At the coated area some tissue residuals and discolorations but no spalling of the coating can be seen. No serious damage can be detected in the polished area as well. One or two small scratches can be seen, but this is not specified as damage. It can be seen that the stem was not removed in the usual way using extraction instruments or that it was firmly seated in the bone. The cone and neck area are not damaged by dents, scratches or the like. No relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the batch record revealed no deviations that could have contributed to the reported failure mode. Furthermore, no other complaint was reported for the known batch number. It can be assumed that the stem does not had an optimal initial stability at the time of implanting. Nevertheless it is unclear why this was the case. At that time of investigation no further activities will be planned. The root cause remains undetermined due to insufficient information. If additional information will be available the complaint will reopened.